Event description:
Additional information received indicates the leads were fractured. X-rays confirmed the fractures. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient is experiencing uncomfortable and ineffective stimulation due to high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.